Manufacturer narrative:
Upon visual inspection, it was found that the thread portion on this screw has fractured. The review of the device history review did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
Indicated device fracture. Bridge over two prosthesis and two implants (sites 19 and 20) placed on (B)(6) 2012. In (B)(6) 2012, the patient noticed some mobility in the bridge. The screw in site 19 had fractured. More information to come.